Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-00094. It was reported (B)(6) the patient experienced over stimulation at the ipg site and in the arm when the ipg connected with the charger antenna. The patient underwent surgical intervention on (B)(6) 2017. The physician decided to replace the leads due to high impedances. The patient¿s therapy was restored and the issue is resolved. See also report for ipg (reference MFR. Report# 1627487-2017-05100).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-00094.